Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles coming out of the unit. The patient alleges a low heart rate and feeling bad and it getting harder for him to breath. The patient was hospitalized with a heart rate of 34. The patient reported a normal urine and blood test. The patient left the hospital against medical advice and was later hospitalized at a later time for a pacemaker. The patient reported the pacemaker seems to be helping. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information reporting a call from the patient stating that he has some medical issues with using the device as he has had black particles coming out of the unit. The patient also alleged difficulty in breathing. Patient stated that the device started beeping and the service required would populate and the device would stop blowing the air. He said that he unplugged it and the plug back in and then the device would work. He stated that he started feeling bad started noticing that it was getting harder from him to breath. There was medical intervention, as the patient went to the hospital, there was blood work and test done and the patient's heart was at 34 and stayed on the machine for about an hour, after a pee test the patient's heart rate returned to normal. The patients heart rate declined in january, and he went back to the hospital, the patient had to get a pacemaker. Despite the three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.